Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle with loaded j-tip guidewire and hoop were returned for sample evaluation. Visual, microscopic visual, tactile, functional and dimensional evaluations were performed. Guidewire was protruding from the distal tip of the introducer needle. Bents were noted on the proximal end and j tip of the guidewire. An attempt to advance and removal of guidewire from needle were performed and were unsuccessful. Resistance and stuck was felt within the needle. Stretching with uncoiling were noted. No core wires were protruding after guidewire removal. Therefore, the investigation is confirmed for the reported failure to advance and identified deformation, physical resistance and stretch issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the hemosplit hemodialysis catheter. Prior to the procedure, it was reported that the guidewire allegedly could not pass through the needle. There was no patient contact.